Event description:
It was reported that a male pt was sitting on a stool at the end of the multix top system table with his legs under the table. The technologist did not realize that the pt's legs were under the x-ray table and initiated downward movement of the table. The pt's legs were caught under the table for a few seconds before the operator stopped the downward movement and raised the table. The pt complained of thigh and knee pain. The x-ray images were taken at another facility but no injuries were identified. The pt was released but due to pain he is now receiving physical therapy.

Manufacturer narrative:
The operator manual for multix top system (axb1-150.620.01.01.02) contains warnings regarding collision/crushing zones. This report was submitted october 17, 2013.